Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the reset, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, which they acknowledged and understood.